Event description:
It was reported the patient's ipg is inoperable and will not communicate with external devices as the patient hasn't charged or used his system in several months. An sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention took place at which time the patient's ipg was explanted and replaced. Effective therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the claim about inoperable ipg due to not recharging was confirmed. Per event details, the patient did not recharge the ipg for several months. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ per (B)(4)document, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.